Event description:
It was reported that the pt underwent a sling procedure during 2003. At one week post operative, the pt was experiencing significant bleeding from their vaginal incision necessitating return to the operating room. The incision was packed with an absorbable hemostat.